Event description:
The manufacturer representative reported the patient had their intrathecal drug delivery pump refilled and four hours later, the patient began experiencing respiratory depression, coma and then expired. The programming of the medication was checked and the correct concentration, drug and dose were programmed. The hcp who performed the refill indicated they were sure they were in the pump and indicated the appropriate volume (2.2 mls) had been aspirated. The drug used in the pump is baclofen (dose and concentration unknown). The hcp is considering a pump overinfusion versus a pocket fill. The pump is being held by the legal counsel of the hospital and is reportedly being sent to an outside agency for testing. Additional information has been requested. A follow up report will be sent when additional information is received.